Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers not on bus. A field service engineer (fse) arrived on site and worked with the customer to investigate an issue where all drawers were not appearing on the bus. A full system shutdown was performed, and the back panels on both the main and auxiliary units were removed to inspect cable. No issues were found with the cabling or drawers. The system was restarted, and a full hardware test application (hta) was run with the customer, successfully opening all doors and drawers. A final reboot was completed, and the pharmacy recover and test doors, verified drawer and door functionality with no issues. Ran health site viewer and found no major issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.